Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted. To further reduce mr, a second mitraclip was advanced. It was noted that to due shadowing of the steerable guide catheter (sgc) and clip delivery system (cds), leaflet insertion was unable to be performed. An indentation on the posterior leaflet was also observed. The physician decided to deploy the clip; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a third mitraclip was implanted. Mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information as provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. The reported single leaflet device attachment (slda) appear to be due to the challenging patient anatomy in conjunction with poor imaging. There is no indication of a product quality issue with respect to manufacture, design or labeling.